Event description:
It was reported that an occlusion alarm occurred. Issue was resolved issue prior to calling tandem, troubleshooting could not be performed. Customer's blood glucose was 300-400 mg/dl at the time of event.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.